Manufacturer narrative:
Aso has evaluated unused returned product as well as retained samples of the same lot number. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests and latex screening on adhesives. Refer to section of this report for further details. Aso does not advise the use of these bandages on delicate or sensitive skin and advises on the intended use of this product for minor cuts, scrapes and burns. The consumer used the bandages to cover an area where she had a cyst removed. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that the bandage caused itching and redness when she used them. She had a cyst removed and she used the device to cover the area and on the third day she used a different type of bandage and she noticed that the area was red and painful. Her dermatologist advised her to use only gauze and tape, however, the consumer reported that the area was still red and painful. The dermatologist then suggested that if could have been due to the adhesive on the bandage or the tape.

Manufacturer narrative:
Aso has evaluated unused returned product as well as retained samples of the same lot number. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests and latex screening on adhesives. Aso does not advise the use of these bandages on delicate or sensitive skin and advises on the intended use of this product for minor cuts, scrapes and burns. The consumer used the bandages to cover an area where she had a cyst removed. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that the bandage caused itching and redness when she used them. She had a cyst removed and she used the device to cover the area and on the third day she used a different type of bandage and she noticed that the area was red and painful. Her dermatologist advised her to use only gauze and tape, however, the consumer reported that the area was still red and painful. The dermatologist then suggested that if could have been due to the adhesive on the bandage or the tape.